Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 111" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a missing high voltage capacitor. Evaluation of the device found evidence of damaged interconnections which is consistent with tampering inside the device.